Manufacturer narrative:
Event date: (B)(6) 2015. MFR receiving date: 12/17/2015. Conclusion / root cause: the sensor board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The backup battery failed testing. There was no patient involvement..